Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the potential lot numbers was conducted for the wire guide and ten potential lot numbers were identified. It was confirmed that the potential lot numbers involved all passed the incoming quality control inspection and no discrepancies were found and the product was released for distribution. The device history record for the lot number associated with finished product was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Instructions for use contain the following: precautions during placement and use, care must be taken to avoid cutting, crimping, or damaging components. Note: for wire guide removal, grasp the wire with a snare or non-spiked biopsy forceps at least 5 cm from the tip of the wire guide. Pull the wire guide to the tip of the endoscope, not into the endoscope channel. Unraveling of the wire guide can occur if the snare is severely tightened onto the first 5 cm of the wire guide. If the wire guide experience excessive pressure during use and/or general handling, damage to the wire guide can occur. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy set - push are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Prior to distribution, all wire guides are subjected to a visual inspection to ensure device integrity. A review of the incoming qc records confirmed that the potential lots involved met mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Qc will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic gastrostomy, the physician used a cook flow 20 percutaneous endoscopic gastrostomy set - push. The wire guide of the set was inserted. As the snare captured the wire guide from the trocar inside the pt's stomach, the wire guide became frayed. As the wire guide appeared out of the pt's mouth and the snare released it, a tiny section of the wire guide was exposed at the point of snare contact. This made it difficult for the wire guide to advance through the tip of the feeding tube to facilitate tube placement. The physician had to remove the broken guide wire and switch the product to a peg made by another company to complete the procedure. Based on the info provided, (i.e. Tiny wire was exposed with the wire guide at point of snare contact), this reasonably suggest the core wire has broken, which has been established as a reportable occurrence. Info regarding the missing section was communicated back to the medical facility. The location of the missing section is unk. Our attempts to collect add'l info regarding pt outcome were unsuccessful. While the complainant did not specify if the pt experienced any adverse effects or required add'l medical procedures due to this event, the info able to be collected does not reasonably suggest the pt was adversely impacted.